Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml s/su experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: I come to report a problem identified in a 20ml syringe from bd, lot: 9196449. Dirt was identified on the inside of the syringe in the sealed primary packaging.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9196449. The process inspections were performed, and no records of this incident were found. Photos of the claimed defect were received. The evaluation made it possible to observe foreign matter in the syringe - dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml s/su experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: I come to report a problem identified in a 20ml syringe from bd, lot: 9196449. Dirt was identified on the inside of the syringe in the sealed primary packaging.